Event description:
During a thyroidectomy, the anesthesiologist attempted to inflate the cuff, but it would not remain inflated. The anesthesiologist removed the emg tube and replaced it with another emg tube. There were no reported consequences to the patient.

Manufacturer narrative:
The sample was received by medtronic xomed on (B)(4) 2010 for analysis, and a visual inspection of the product shows the cuff was perforated with an electrode wire, which was not embedded in the lumen. A review of the document history did not indicate any abnormalities in the production of the reported lot. Several attempts were made to contact the customer, and are documented in the complaint summary. Any missing, or incomplete data is the result of information not being provided by the reporter. This product is being used for treatment and not for diagnosis. If additional information is made available a supplemental 3500a will be filed.